Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a high blood glucose (bg) level of more than 600 mg/dl; the cause was unknown. The customer reportedly fell and fractured their hip as a result of the high bg. Customer was treated with intravenous insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.